Event description:
It was reported that the ventricular catheter was disconnected from the snap base. The ventricular catheter was retrieved from the ventricle.

Manufacturer narrative:
(B) (4) - device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient received inappropriate shocks. It was found that the rv and lv leads had dislodged. During the revision, the pocket was found to be infected. The system was explanted.